Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked insulin. The following information was provided by the initial reporter: material no:320550, batch no: 0091910. It was reported that the insulin is leaking from the needle. Verbatim: voicemail: consumer left voicemail stating that the pen needle is leaking on the skin.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us leaked insulin. The following information was provided by the initial reporter: material no:320550, batch no: 0091910. It was reported that the insulin is leaking from the needle. Verbatim: voicemail: consumer left voicemail stating that the pen needle is leaking on the skin.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/18/2021. H.6. Investigation: customer returned six unopened pen needles with green caps identifying them as 4mm, 32 gauge pen needles. The pen needles were attached to a test pen filled with saline. The pen was primed and saline was pushed through the system. The saline exited the pen needles without any issues. When switching one pen needle for another, it was noted that saline could leak from the distal tip of the needle. Saline would gather at the tip over a length into a bead. It is believed that this is the result of residual pressure in the system forcing out a minute amount of solution. Leaking would not occur anywhere else in the system. The leak would stop as pressure was normalized in the system. No problems found directly with any of the returned pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received the investigation, bd was not able to replicate and confirm the customer¿s indicated failure of the pen needles leaking. The root cause cannot be determined at this time as the issue is unconfirmed.